Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared misaligned. The stapler was returned with 24 staples left in the cover block, indicating that at least 11 staples were fired by the end user. The returned sample appeared used as there was biological material present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples was preventing the staples from moving down the track and into the forming tool. The sample was sent to the manufacturing site for further analysis. Upon further investigation, an irregularity in one of the stapler components, the forming tool, was observed which caused the failure. (B)(4) has been opened by the manufacturing site to further investigate this issue. Reference attached file (B)(4) for investigation photos. Reference files (B)(4) tecateevaluationreport and (B)(4) tecatephotos for the manufacturing site's investigation and photos. An irregularity was found with the forming tool which caused the failure observed. A nonconformance has been opened by the manufacturing site to further investigate this issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples were misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing. An irregularity on one of the stapler components, the forming tool, was found which caused this failure to occur. A nonconformance has been opened by the manufacturing site to further investigate this issue.

Event description:
The staple is jamming.

Manufacturer narrative:
(B)(4). The device history reviews the product visistat 35w 6/box lot# 73g1900046 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple is jamming.